Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and went to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 400 mg/dl. The customer was treated with intravenous fluid, manual injection and insulin drip. The customer also stated that there was damage to the pump and she had to go there to get back up plan. The insulin pump will not be returned for analysis. Frn-unk-rsvr, ozp-unk-snsr, unomed set.